Event description:
It was reported that the device that would not power up completely in ac or dc mode and was locking up. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the flex cable assembly connecting the user interface pcb to the pcb pack, and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio further evaluated the removed flex assembly and was unable to duplicate the reported failure. The cause of the reported failure could not be determined.